Manufacturer narrative:
A photo sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the sample, the defect was confirmed; the rupture of the tube occurred on the first eye of the tip. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the very tip of tubing broke off. Per additional information received, the piece that broke off was left in the patient and the doctor had to go back in and take it out.